Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 358710. Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5178519.

Event description:
It was reported that the patient was experiencing increased pain and was also having abnormal stimulation in the chest and ribs. These were due to lead migration as confirmed via fluoroscopy. It was noted that all of the patients symptoms went away when the stimulator was turned off. Several reprogramming was done without any improvement. The patient underwent an explant procedure. The explanted ipg and leads were not returned.